Manufacturer narrative:
Additional information: device available for evaluation - yes, returned to manufacturer on 06/01/2016. Device returned to manufacturer - yes. Device evaluation: the lens was returned to the manufacturer for evaluation. Visual inspection with the unaided eye showed the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed the lens was within specification in terms of optical and cylinder power. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu contains a specific section on lens power calculations and precaution with respect to refraction measurements. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zct150, was performed on the right eye of a (B)(6) year old male patient because he experienced residual refractive error. There were no complication, no injury and no additional procedures. Another lens (no manufacturing info) was used as a replacement lens. Patient has recovered. No additional information was provided.